Event description:
It was reported that the patient had been in ¿excruciating pain¿ since friday night, and the patient programmer ¿went down¿ on him friday. The patient was not happy with his settings. The patient had issues with the patient programmer not functioning properly since one month ago. The patient programmer would not connect to the implantable neurostimulator (ins) and the jack was loose. The patient was without connection on friday. The patient stated he spoke with the manufacturer's representative one to 1 ½ weeks ago about his issues. He was supposed to see a manufacturer's representative last thursday, but the appointment was cancelled due to bad weather. Now, the patient had pain in his feet. The patient had a plate in his back and six screws. The patient was seeing a doctor a while back but was not seeing him anymore. This doctor would give the patient pills and was prescribed ¿gepeena.¿ the patient was dissatisfied because the device only had two programs or settings and wanted a device with multiple settings. Patient services tried troubleshooting with the patient regarding the patient programmer, but the patient refused stating he was not going to do anything like that with it. Upon return of the patient programmer, analysis found that the antenna jack was broken. In addition, the lcd had lines through it, and the face plate was scratched. C300. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.